Manufacturer narrative:
A2. Added patient age at time of incident. H6. The revision reported in (B)(4) may have been the result of prosthesis wear and subsequent particle-induced osteolysis. However, the reported prosthesis wear, osteolysis, and contributions of implant positioning and/or patient-related conditions to the sequence of events cannot be confirmed as the devices were not available for evaluation and limited information was provided at the time of evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal department, approximately 8 years post op the initial tka, this 69 y/o female patient was revised due to polyethylene wear and periprosthetic osteolysis of the right knee joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) 200-02-35 three peg patella 35mm. (B)(6) 02-010-01-0325 logic femoral ps cem right sz 2.5. (B)(6) 02-012-41-2525 logic tibia traptray cem sz 2.5f/2.5t.

Event description:
It was reported that approximately 91 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening, pain, swelling, synovial cyst and osteolysis. Initial surgery and revision surgery operative notes were provided. Post operative report diagnosis was failed right total knee secondary to femoral component loosening. Intraoperatively the surgeon observed significant synovial effusion, a large posterior synovial cyst and osteolysis of the proximal fibula. It is noted the extensive synovial expansion was secondary to foreign body reaction and the femoral component loosening. There was no evidence of infection. The tibial component was well fixed. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.